Event description:
Report rec'd from (B)(6), states that the pneumatic line to the cutter was coming loose during the procedure. The surgeon recognized the change in tone, and he removed the cutter from the eye. There was no impact or injury to the pt.